Event description:
Complainant alleged that the autopulse® platform displays a user advisory (ua) 18 (max take-up revolutions exceeded) message, while attempting to start the device. No adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll on 12/23/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the bottom enclosure was damaged. The physical damage found during visual inspection is not related to the reported complaint. The damage appears to have been caused by normal wear and tear (autopulse manufactured in 11/2007). A review of the autopulse archive was performed and the archive data shows that no sessions occurred on the reported event date of (B)(6) 2014. However, the archive data shows that multiple ua18 faults occurred on (B)(6) 2014. Functional testing was performed and the reported complaint that the platform displayed a ua 18 could not be reproduced. However, after a couple of compressions the platform displayed a ua2 (compression tracking error) fault. It was found that both load cells were not functioning properly. Based on the investigation, the parts identified for replacement were the bottom enclosure and both load cell modules. In summary, the reported complaint of the ua18 fault was confirmed based on review of the archive, however it was unable to reproduced during functional testing. The root cause for ua18 fault could not be determined. However, per the autopulse maintenance guide (p/n 11653-001), ua18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The ua2 fault that occurred during functional testing is unrelated to the reported complaint. The physical damage found during visual inspection is unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing for 15 minutes with a large resuscitation test fixture and for 15 minutes with a test mannequin and the platform passed all testing criteria.